Event description:
The lay reporter/husband contacted lifescan (lfs) on july 27, 2006, alleging that his wife's one touch ultra meter does not power on. A medical affairs specialist (mas) mailed a letter to the patient, since the user could not be reached for further clinical information. Mas also listened to the recorded call and obtained the following information: the subject meter is approximately 6 years old. The patient has a one touch ultra meter and the meter did not power on. Last night, the patient contacted the paramedics around 8:00pm because, she was disoriented and unable to obtain a reading on the meter. Prior to the paramedics arriving, the husband treated her with juice and his daughter treated her with food. Patient felt better after drinking juice and eating some food. Paramedics did not test the patient because, she had already felt better. Patient had skipped a meal and it had been 5-6 hours since the last time she ate. Paramedics advised her that she should not be skipping meals. Patient was not taken to the ER. Battery was set correctly in the meter and there had been no trauma toward the meter. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident, how long the meter was not powering on and whether the patient took her diabetes regimen when the meter was not powering on. Customer care advocate (cca) sent the patient a replacement meter, strips and control solution. The complaint is being reported because the patient experienced symptoms that suggest she was hypoglycemic and was unable to test on her meter. Although the patient was not tested or treated by the paramedics, she felt better prior to the emt's arrival by eating food and drinking juice.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.